Manufacturer narrative:
The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill overheated after 12 seconds of use. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.